Manufacturer narrative:
An fse was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The maintenance app showed that the psm1 node was not present. The fse swapped psm1 with arm 3 to determine if the issue was caused by remote arm controller 1 (rac1) or psm1. After the swap, the lost psm1 node came back. Fse performed a 15 minute sine cycle. No further errors occurred. The system was tested and verified as ready for use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a da vinci system malfunction occurred, rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
During a da vinci-assisted surgical procedure, it was reported that the system generated error 23. The led on patient side manipulator (psm) 1 was not illuminated while the other three manipulator leds were red. The customer rebooted the system, and a non-recoverable fault 281 appeared. The led on psm1 was not lit, and the leds were red on the other manipulators. When clutched, psm1 exhibited no function, as if it "lost power". The field service engineer (fse) had the customer perform a hard power cycle, but the issue persisted. The procedure was converted to open surgery with no report of patient harm or injury. Due to the reported issue, there was a procedure delay of 20 minutes. Intuitive surgical, inc. (Isi) followed up with the field service engineer (fse) and obtained the following additional information: the system functionality was checked upon powering on the system, and there were no errors noted. Prior to converting the procedure, the charge nurse contacted the fse for troubleshooting assistance. The fse had the customer hard power cycle the system, but after the system started, error 281 occurred and was not able to be cleared. Nurse indicated there was no impact caused by this system problem since the procedure was almost done; only a little was left when error occurred prior to converting to open surgery.